Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tka on (B)(6) 2011. It was reported that the revision surgery was performed on (B)(6) 2020. The surgeon found that the screw of the explanted femoral stem¿s part loosened and very wore. No further information is available.

Event description:
Additional information received indicated that the reason for surgery was the sinking of the tibial side and then occurring the fracture. Bone fracture was confirmed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the received device was forwarded to commercialized product development for evaluation. No evidence was found of product malfunction or product error as a contributing factor to the reported event and the need for corrective action is not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5, d9 corrected: h3.